Event description:
Procedure type: lower anterior resection. According to the reporter: the device broke in the middle of a rectal stapling. The device could not be extracted via the trocar so the intervention had to be converted to an open surgery and an additional distal rectal cut had to be performed.

Manufacturer narrative:
(B)(4).